Manufacturer narrative:
None.

Event description:
Patient had history of multiple nasal and sinus procedures including total sinus surgery by another surgeon, mega-antrostomies, and scar present in operative region. Patient presented with cough and postnasal drainage. Scar was seen in operative area and changes present from prior surgery. Rhinaer was performed under mild sedation with local and topical anesthesia. There were a few areas treated along the course of the posterior nasal nerve. No treatments were overlapped. There was nothing unusual about the procedure. Post procedure patient was given antibiotic, cephalexin, topical mupirocin, and instructed to use saline rinse. Two week follow up, treatment site was unremarkable and cough had improved. Days following two week follow up, the patient began epistaxis while at home. Went by ems to emergency department. By the time of arrival, bleeding ceased. Bleeding was treated with rhino rocket epistaxis device. Minimal time spent at ed. Two days later, bleeding recurred bilaterally and the patient was seen in physician office. Bleeding was posterior. Patient was transferred to hospital where an embolization was done to the internal maxillary and sphenopalatine arteries bilaterally. Patient was also transfused. There has been no further bleeding and patient has done well.